Event description:
It was reported that this was a venotomy closure in the right common femoral vein (rcfv) using the pre-close technique via a 14f sheath prior to a cardiac ablation procedure interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The cardiac ablation procedure was completed using the same 14f sheath. A figure of eight stitch was used to achieve hemostasis. Additionally, a third proglide device was deployed at a second access site in the rcfv post procedure with a 9f sheath. A cuff miss [suture retrieval issue] occurred. Another figure of eight stitch was used to achieve hemostasis at the second access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of production records for the reported lot was performed and revealed no manufacturing nonconformities that would be related to the reported issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.